Event description:
Had silicone implants in 2000, started to become ill, seizures, dizziness, numbness, and tingling. Fast forward to today, have an autoimmune disorder, implant looks to have ruptured, leaked, one breast bigger than the other, limbs are weak, urine intolerance, brain fog, severe vertigo, breast paresthesia, muscle cramps, memory loss, blurred vision. These toxic bags are unsafe and are killing women, now in a support group where the women who explanted have recovered 99% and all have had leakage due to silicone implants.